Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump drive support cap is sticking out. The customer's blood glucose was unknown. The customer was advised the insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk, broken reservoir tube lip, broken belt clip slot and minor scratches on lcd window. The insulin pump was missing the end cap sticker.